Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications assigned to the device on the server were not showing up at the station. A technical support specialist (tss) checked the application server and logged into (pes), confirming the station's upload time was current. Verified health sight viewer (hsv), finding no retry mode or upload error notices. Informed the user of the update and acknowledged that the case could be closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medications assigned to the device on the server were not showing up at the station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.